Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the supply line of a homechoice automated pd set with cassette and the supply bag. This occurred during setup/preparation for peritoneal dialysis therapy. This issue was further described as the threading between the two connections could not be perfectly connected. There was no patient injury or medical intervention associated with this event. No additional information is available.